Event description:
It was reported that a freestyle libre 3 plus sensor did not pair with the ilet device because the sensor had been started in the libre app and was therefore already associated with another device. No adverse clinical symptoms reported. Outcomes included use of bg run mode education to support continued therapy without cgm data and a plan to obtain a replacement sensor. User support included customer interview and device-use review. Investigation of this case revealed that the sensor was in use by another device, preventing pairing to the ilet, consistent with expected device behavior when a sensor is initialized outside the ilet mobile app. It was concluded, based on previously established findings for similar reports, that user setup error and pairing sequence caused the event.

Manufacturer narrative:
Initial.